Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running low. The customer had a low blood glucose of 67 mg/dl, treated with candy and was up to 132 mg/dl at the time of the call. The customer also reported a low blood glucose of 40 mg/dl and felt shaky. The customer treated with food and was fine. The customer reported that the drive support cap was normal and recessed. The customer had last changed the set on (B)(6) 2015. The programming was correct and the customer was advised to contact a health care professional to ensure the settings were correct. The customer had been experiencing high blood glucose in the morning and the health care professional had recently changed the settings due to the high blood glucose. The reservoir showed the same amount of insulin as shown in the status screen. The insulin pump had not been exposed to a strong magnetic field. The customer was advised to monitor the issue and call back if the issue persisted.